Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2023. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The following information was requested, but unavailable: was there any adverse consequence associated with the patient? - please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). Contacted with the sales rep today via phone, please refer to the event description, other information requested is unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a vaginal delivery procedure on (B)(6) 2023 and suture was used. The patient became pregnant 3 times and had given birth 2 times. At 38 weeks of pregnancy, she underwent surgery and suffered from a degree of perineal laceration. The doctor used suture to suture the patient, but the problem of pulling off suture needle happened at the first stitch . Changed another one to complete the surgery. There were no patient consequences reported. Additional information was requested.